Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient checked his cgm and it said 125 mg/dl. He then went outside, and he felt dizzy and fell. When he checked his blood sugar it said 500 mg/dl. He then called the emergency medical line because he felt terrible. He does not know what they gave him, but stated it was some type of fluids. He was taken to the hospital and checked out that same day. At the time of the report he was feeling okay and doing better. He did not sustain any injuries from the fall. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.